Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further specified as the patient used a towel instead of a paper towel during therapy. Therapy was ongoing. The patient was hospitalized for the event. On an unknown date, the patient was treated with ceftriaxone (dose, route and frequency not reported). On an unknown date, the patient was retrained on pd therapy. Seven days after hospitalization, the patient was discharged. On an unknown date, the patient recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of recovery is unknown. However, it was reported as sometime in (B)(6) 2014. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.